Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pump replacement procedure that a catheter issue was discovered. The patient felt the pump had not been working and was "giving him issues" for the 2 years up to the report date. It was noted that there had been dose increases over that time period also. The patient was unable to provide specific symptoms, but reported that the therapy had not been as effective for the last several months. During the pump replacement when the catheter was aspirated and a dye study done, the healthcare provider (hcp) saw that dye was spilling out at about the anchor site. The hcp then opened the incision at the patients back and once open saw that the catheter was severed just above the anchor, on the distal side of the anchor. The hcp was unable to retrieve the distal segment of the catheter, therefore decided to leave it and introduce a new spinal segment, attaching it to the remaining pump segment of the catheter. The hcp also added a new pump connector to catheter. Following the procedure, because of the dose increases which had taken place in the past 2 years while there was a catheter issue, the hcp dropped the dose following revision. The procedure was done on (B)(6) 2012, and as of (B)(6) 2012 the patient was reported "doing very well." The medication in the pump was bupivacaine and dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).